Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and during surgery loose epithelial was noticed in both eyes (ou (ocular uterque)). A bandage contact lens (bcl) was placed in the left eye (os (ocular sinister)). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints as this was discovered during treatment. Patient reported symptoms are interfering with daily activities.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.